Manufacturer narrative:
Corrected data: concomitant medical products and therapy dates were inadvertently omitted from the initial report. Model: unknown, scs ipg, therapy/implant dates: unknown.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
This report is related to a (B)(6) patient. It was reported the patient's lead had migrated after the patient experienced unspecified trauma. As a result, the patient's doctor decided to explant and replace the patient's lead. Surgical intervention addressed the patient's issue.